Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 306549, batch number#: 4079832, 4079827, 4124638, 4079037. It was reported by customer that multiple reports of the bd 0.9% sodium chloride injection 10ml prefilled syringes that are meeting resistance when the plunger is pressed. Item #28608. Lot 4079832, exp. 2027-3-31 à used for patient care and retained as unable to depress the plunger fully · lot 4079827, no exp. Recorded à used for patient care, plunger appeared to get stuck during flush, sample not retained. Lot 4124638, exp. 2027-4-30 à new from box, requiring increased pressure to press the plunger compared to normal, retained sample. Lot 4079037, exp. 2027-3-31 à plunger detached from rubber stopper when withdrawing/aspirating, sample not retained. Hello, we have had multiple reports of the bd 0.9% sodium chloride injection 10ml prefilled syringes that are meeting resistance when the plunger is pressed. Item #28608. Lot 4079832, exp. 2027-3-31 à used for patient care and retained as unable to depress the plunger fully. Lot 4079827, no exp. Recorded à used for patient care, plunger appeared to get stuck during flush, sample not retained. Lot 4124638, exp. 2027-4-30 à new from box, requiring increased pressure to press the plunger compared to normal, retained sample. We have also had reports that the prefilled syringes are coming out of the wrapper and the plunger is partially unscrewed from the rubber stopper. Lot 4079037, exp. 2027-3-31 à plunger detached from rubber stopper when withdrawing/aspirating, sample not retained.

Event description:
No additional information received. Material#: 306549; batch number: 4079832, 4079827, 4124638, 4079037. It was reported by customer that multiple reports of the bd 0.9 sodium chloride injection 10ml prefilled syringes that are meeting resistance when the plunger is pressed. Item 28608. Lot 4079832, exp. 2027-3-31 used for patient care and retained as unable to depress the plunger fully. Lot 4079827, no exp. Recorded used for patient care, plunger appeared to get stuck during flush, sample not retained. Lot 4124638, exp. 2027-4-30 new from box, requiring increased pressure to press the plunger compared to normal, retained sample. Lot 4079037, exp. 2027-3-31 plunger detached from rubber stopper when withdrawing/aspirating, sample not retained. Verbatim: hello, we have had multiple reports of the bd 0.9 sodium chloride injection 10ml prefilled syringes that are meeting resistance when the plunger is pressed. Item 28608. Lot 4079832, exp. 2027-3-31 used for patient care and retained as unable to depress the plunger fully. Lot 4079827, no exp. Recorded used for patient care, plunger appeared to get stuck during flush, sample not retained. Lot 4124638, exp. 2027-4-30 new from box, requiring increased pressure to press the plunger compared to normal, retained sample. We have also had reports that the prefilled syringes are coming out of the wrapper and the plunger is partially unscrewed from the rubber stopper. · lot 4079037, exp. 2027-3-31 plunger detached from rubber stopper when withdrawing aspirating, sample not retained.

Manufacturer narrative:
Pr (B)(4) follow up: it was reported the plunger rod detached from the rubber stopper when aspirating. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with about 3.5ml of blood, and the syringe plunger rod separated from the syringe rubber stopper. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. This syringe is designed to push the plunger rod down to expel the solution. It is not designed to pull the plunger rod back or to collect blood. After expelling the solution, the syringe should be discarded. A device history record review was completed for provided material number 306547, lot 4079037. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, is off-label use.